Manufacturer narrative:
A customer replaceable (cru) ucp assembly was send to the user on (B)(6) 2009. The reportedly discrepant part was received back at the service depot on (B)(6) 2009 and an evaluation was completed the same day. The initial evaluation did not determine any fault with the returned ucp assembly, and the users report of a stuck joystick could not be confirmed. The suspect ucp assembly was forwarded to development engineering for further review and investigation. That review also failed to confirm the reported event, and an internal examination of the joystick components did not reveal any abnormal operation and/or physical evidence (i.e. Excessive wear or witness marks) of the condition reported by the user. Minor assembly anomalies were noted during the engineering evaluation. These anomalies did not cause or contribute to the reported event, and will be addressed with the supplier of the ucp assembly through the supplier management program. All service depot and development engineering evaluations and outcomes are documented in the applicable complaint file for the event.

Event description:
A user reported that the ucp joystick became stuck in the left direction while operating the device in standard function. The user stated that this caused him to strike a light post, and that his foot was caught between the light post and the caster wheel of the device. The user reported that he sustained a cracked fibula as a result of the event, and that the ankle bone has been splinted. The user reported that there was no damage to the device, and that he was not wearing the provided lap belt at the time of the event. This report of a stuck joystick. This report corresponds to independence technology (B)(4).